Event description:
It was reported that during remote follow-up, episodes of right atrial (ra) lead noise leading to inappropriate atrial tachycardia (at)/atrial fibrillation (af) detections were noted. No changes or interventions were performed. The physician elected to continue monitoring the noise. There were no patient consequences.